Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer, preventing user from removing the required medication. The customer confirmed that there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to the magnet had fallen out of the latch and required replacement. A field service engineer replaced the latch and removed the fallen inseparable magnet from the drawer to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.